Event description:
The nurse reported a possible dialyzer reaction. The pt is vomiting at the start of routine hemodialysis treatments. The physician prescribed an unspecified medication for nausea to be taken prior to the next treatment. No other medical intervention was required. The pt has received subsequent dialysis treatments with flushing of the filter with two liters normal saline prior to initiating treatment. The pt reports still slightly nauseous, however they are no longer vomiting.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the pt's symptoms to a possible dialyzer reaction. The pt continues hemodialysis treatments using the nxstage system one cartridge and dialyzer and flushing with additional saline prior to treatment. The pt reports no further vomiting. Nxstage medical considers this report closed. No additional information will be provided.